Event description:
Administered rocephin shot but the vanish point needle syringe malfunctioned. While pushing the plunger, felt no resistance and could visibly see meds went into the back of the plunger barrel. Re-administered dose with no issues.